Manufacturer narrative:
The customer reported missing low and high glucose alarms using freestyle librelink application. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility guide, the reported configuration of ios 18.2 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a sweden customer. This is same/similar to us freestyle libre 2 ios application part number 71926-01. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a iphone (unknown) with ios 18.2 operating system version 2.11.28275. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as feeling very dizzy, a loss of consciousness, and was unable to self-treat. The customer had contact with a non-healthcare professional (wife) who provided "syrup frp" as treatment. In addition, the customer had contact with a healthcare professional (hcp) who provided "sugar injection" as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported missing low glucose alarms. The reported issue was investigated per the abbott diabetes care compatibility guide, the reported configuration of ios 18.2 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a iphone (unknown) with ios 18.2 operating system version 2.11.28275. The low and high glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as feeling very dizzy, a loss of consciousness, and was unable to self-treat. The customer had contact with a non-healthcare professional (wife) who provided "syrup frp" as treatment. In addition, the customer had contact with a healthcare professional (hcp) who provided "sugar injection" as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.